Event description:
Initial result for a patient sodium was 129 mmol/l. When repeated, the result was 142 mmol/l. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepancy.